Event description:
It was reported that the device would not power on as the user attempted to monitor a patient. The user moved around batteries but the issue persisted. A back up defibrillator was retrieved and utilized to provide the patient care. There were no adverse effects to the patient due to the device use. There were no further details on the patient or event provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.physio further evaluated the removed power pcb assembly and determined the cause for the malfucntion to be a electrically shorted capacitor, designator c4.